Event description:
It was reported the pt experienced uncomfortable ribs stimulation. A sjm representative attempted reprogramming multiple times to no avail. The pt stated she recently had a fall. Fluoroscopy revealed lead tails are coiled around each other. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.